Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of a scorpio primary right knee w/ a medacta knee system due to loosening of components. As per email from sales rep (B)(6) 2014: the tibial component was loose.